Manufacturer narrative:
H4: the lot was manufactured from november 18, 2020 ¿ november 19, 2020. H10: three (3) actual samples were received for evaluation. Two devices were returned containing 18ml and 22ml in their bladder and one sample did not contain fluid in its bladder. The remaining sample was not received and therefore, could not be evaluated. A functional flow rate test was performed for all three samples and the flow rates were found to be within the product specification range.the reported condition was not verified for the three samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date and month of year 2021. (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (4) large volume infusors under-infused during patient infusion. The devices had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.